Event description:
It was reported that this pacemaker delivered a sensor driven atrial pace (ap-sr), which was suspected to initiate an inappropriate atrial tachy response (atr) and induced ventricular tachycardia (vt). Technical services (ts) discussed that it was unlikely that ap-sr would induce vt, however, this wasn't confirmed. Ts discussed programming sensor pacing off as the sensor pacing was infrequently needed. Additional information was requested from the field. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received from the field. The patient went into supraventricular tachycardia (svt), not ventricular tachycardia (vt). The svt was ultimately self-terminated. Rate response was turned off for this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this pacemaker delivered a sensor driven atrial pace (ap-sr), which was suspected to initiate an inappropriate atrial tachy response (atr) and induced ventricular tachycardia (vt). Technical services (ts) discussed that it was unlikely that ap-sr would induce vt, however, this wasn't confirmed. Ts discussed programming sensor pacing off as the sensor pacing was infrequently needed. Additional information was requested from the field. This pacemaker remains in service. No additional adverse patient effects were reported.